Event description:
With post dialysis flush of hemodialysis catheter, the clear silastic/rubber sleeve protector of the tego connector over the distal end of connector ripped open with the removal of the saline flush syringe. This left the catheter open to air and resulted in an obvious air-filled catheter. The tubing was immediately clamped and immediate, brisk blood return noted when air was manually aspirated from the tubing with a syringe. The tego connector that malfunctioned was removed, hub was cleansed with betadine and sterile gauze, and a new tego connector was applied. (B)(4).